Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noted. The physician was attempting to advance the taxus express2 2.5 x 16 mm drug eluting stent across a calcified lesion in an unspecified tortuous vessel, but could not cross the lesion. The lesion had not been predilated. When the stent was removed, it was noted that the distal end of the stent was flared. The physician then predilated the lesion with a cross sail balloon and successfully implanted a different taxus express2 2.5 x 16 mm drug eluting stent. No pt injuries or complications were reported. The pt is reported to be in satisfactory/good condition.